Event description:
It was reported that a spectrum pump experienced a load point error during an infusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported load set alarms. The issue stemmed from cracks in the front case, which lead to separation between the case halves, resulting in the door being difficult to close. The front case assembly was replaced.